Event description:
It was reported that the patient presented in clinical follow-up. Interrogation of device noted that the implantable cardioverter defibrillator exhibited under-sensing. No interventions were performed. There were no patient cosequences.